Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made. The patient restarted pump therapy under direction from an hcp after his hospitalization and has used it without subsequent reported events. The patient is working with a new doctor who has been making adjustments to pump insulin delivery rates.

Event description:
It was reported that the patient was hospitalized in a coma with elevated blood glucose levels.